Event description:
Pt admitted to (B)(6) on (B)(6) 2011. Expired (B)(6) 2011. (Hospitalized for 2 months). Flavobacterium meningosepticum (elizabethkingia meningosepticum) isolated from 2 peripheral blood culture specimens - five (5) days after peg insertion in operating room with products from boston scientific disposable "standard peg kit 'endo vive'" containing 'sterile' aplicare, inc. Povidone iodine swab sticks (3 pack). Product located in boston scientific standard peg kit 'endo vive' pull method.